Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented during normal elective replacement indicator (eri) procedure. While the pocket was open, it was determined that there was noise on the atrial lead so it was capped and replaced with a new lead on (B)(6) 2019. Patient was stable before and after procedure.